Event description:
In 2009, a female patient underwent a diagnostic coronary angiogram. A mynx (6f/7f) was deployed under fluoroscopy. The physician utilized a "buddywire" to maintain arterial access during mynx deployment. Hemostasis was not achieved and it was suspected that the sealant was misdeployed. Manual pressure was applied for approximately 10 minutes with successful hemostasis. The patient immediately began complaining of a "heavy feeling" right foot. Peripheral pulses that were present at baseline were now absent. Access via the left common femoral artery (cfa) was immediately performed, and an angiogram of the right cfa initially demonstrated a total occlusion and then, subsequent images demonstrated that the occlusive material had traveled distally to the tibial peroneal trunk with some flow limitation but not totally occluding the branch. No intervention was performed at this time. The patient was subsequently placed on a heparin and nitroglycerin IV drip overnight. The next day, the patient underwent repeat right peripheral angiography, which demonstrated a patent two-vessel run off of the anterior and posterior tibial arteries. A short proximal segment of the peroneal artery was occluded, but reconstituted via collaterals. Both distal pulses were once again palpable. The patient was monitored over night and discharged the following day, with no report of further clinical sequelae.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform lot history review. Based on the information provided and no returned device for physical investigation, the cause of the reported failure to achieve hemostasis and occlusion could not be determined, however, a potential cause could have been the sealant mis-deployment. Per the mynx IFU, to deploy the sealant, maintain adequate tension on the balloon catheter (to ensure the balloon is abutting the arteriotomy), open procedural sheath stopcock, then detach shuttle and advance until resistance against the balloon is felt. The lot number was not provided, therefore the expiration date and device manufacture date are unknown.